Event description:
During an in-clinic follow-up, the device entered back-up vvi (bvvi) mode after a magnetic resonance imaging (MRI) procedure. High voltage therapy was unavailable while the device was in bvvi. Abbott technical support was contacted, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.